Event description:
It was reported by the rep that the one hsh05 was used during a supra cervical hysterectomy procedure. The surgeon was using the device across the cervix. The surgeon was an experienced user and pulled the instrument out of the trocar to stop it momentarily, and when he went to reintroduce it the hook was broken off. The hook was found deep in the pelvis and the pt had to undergo add'l anesthesia time for 40 minutes.